Event description:
A (B)(6) pt underwent nanoknife ire treatment for prostate cancer on (B)(6) 2008. Post treatment an event was reported. The pt experienced urge incontinence, which was resolved without treatment.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the urge incontinence was undetermined. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint (B)(4).